Event description:
It was reported that an ilet user experienced persistent hyperglycemia while the pump delivered frequent correction doses and unusually high total insulin delivery, including a documented period with approximately 271 units delivered in 24 hours, with device logs showing corrections between 0.2 and 3.0 units and no alarms reported. Symptoms included hyperglycemia with peaks over 400 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and reports. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.